Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024, the patient removed the wearable and noticed he had swelling and an abscess on his left arm. On (B)(6) 2024 at 11:00am, the patient went to the doctor and had an x-ray done. The patient stated he underwent surgery to have the sensor wire removed and was prescribed cephalexin 500mg. The patient left the doctor's office the same day at 1:00pm. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).